Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient receiving an unknown concentration of bupivacaine at 109.93 mcg/day, an unknown concentration of morphine at 5.496 mg/day, an unknown concentration of baclofen at 7 mcg/day, an unknown concentration of fentanyl at 39.8 mcg/day, and an unknown concentration of clonidine at 109.93 mcg/day via an implantable pump for spinal pain and non-malignant pain. On (B)(6) 2017 it was reported that in (B)(6) the patient was having issues with fluid buildup around the end of the catheter. Per the patient, it could be ¿brain fluids¿ or a cyst. The patient had huge knots over the catheter on his back. The patient¿s hcp (healthcare professional) looked at the area with ultrasound. The patient stated ¿the pump helps a lot but also causes him a lot of problems¿. The patient planned to visit a surgeon. Additional information was received on (B)(6) 2017 from an hcp via a company representative and it was reported that the patient¿s medical history included injuries sustained from a motor vehicle accident; the surgeon did not know the details. The pump was delivering compounded baclofen (400 mcg/ml at 116.18 mcg/day), morphine (20.0 mg/ml at 5.809 mg/day), fentanyl (1600 mcg/ml at 464.7 mcg/day),bupivacaine (15 mg/ml at 4.357 mg/day), and c lonidine (400 mcg/ml at 116.18 mcg/day). The patient had reported that he was not getting the same quality of pain relief from his pump. The patient was referred for surgical intervention. On (B)(6) 2017 the patient was taken to surgery. The catheter was examined and the surgeon could not aspirate. The surgeon elected to replace the pump and catheter. The issue was resolved. The patient status was reported as ¿alive ¿ with injury¿ with the injury being noted as ¿unknown injuries sustained from motor vehicle accident - chronic low back pain is one diagnosis¿. It was unknown if any diagnostics/troubleshooting had been performed and it was unknown if any environmental, external, or patient factors may have led or contributed to the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall that was a result of shaft-bearing. Analysis of the catheter identified a dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Additionally, damage to the transition tubing of the catheter was also identified.: conclusion code 92 no longer applies. Result code 180 applies to both the pump and the catheter, while result code 114 only applies to the catheter. Conclusion code 24 applies to the pump, and conclusion codes 77 and 67 apply to the catheter. If information is provided in the future, a supplemental report will be issued.